Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer was in an airplane and the alarm occurred during landing. Customer resumed insulin after 20 minutes. There was no impact to the customer's blood glucose level.